Event description:
A malfunction on the pump was reported by the customer after it was dropped, with no resettable malfunction code displayed. It was unknown if there was any adverse impact on the customer's blood glucose level, as the caller declined to answer if levels exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.